Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, while applying the lens, the last haptic became caught in the cartridge. The lens was not pushed forward and had to be removed and inspected under a microscope. During this inspection, it was discovered that the haptic was damaged and therefore could not be applied. The procedure was subsequently completed using another unspecified lens on same day. The initially used lens did not come into contact with the patient. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).